Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
It was reported via phone call that customer was hospitalized on (B)(6) 2016 with blood glucose of 400 mg/dl. Customer was hospitalized due to being lethargic and not feeling well and possible pneumonia. Customer was still in the hospital at the time of call and was treated with insulin drip. Customer was wearing insulin pump at the time of hospitalization. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer declined checking for leaks or air bubble. It was found that cannula was bent. It was found that settings were correct. Insulin pump passed high pressure test. Customer was advised to monitor insulin pump.